Event description:
The lead underwent product analysis and it was found that the connector ring quadfilar coil appeared to be broken approximately 16mm from the electrode bifurcation. There was evidence of a stress induced fracture with mechanical damage and pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. No further relevant information has been received to date.

Event description:
This patient received a lead and generator replacement due to high impedance. The surgeon inspected the lead body with microscope but could not clarify which point was suspected to be disconnected. However, the doctor commented that he saw some air bubbles and liquid inside the silicon before cutting and explanting the lead. There might have been some sort of breakage at the armor silicone before or during the explant procedure. A review of device history record for the lead shows that no unresolved non-conformances were found.   The explanted lead and generator were received by the manufacturer.   The generator underwent product analysis and the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis is underway for the lead, but has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was observed on this patient's device at a regular follow-up appointment. Anterior/posterior neck and chest x-rays were performed and reviewed by the manufacturer. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No further relevant information has been received to date.